Event description:
The pt experienced elevated blood glucose levels. The pt's father reported that the pump basal rate settings were cleared and could not be re-entered.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed.